Manufacturer narrative:
Patient ID reported as (B)(6). This report is for an unknown pro disc l inferior endplate/unknown lot. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision procedure done on (B)(6) 2014. The pro disc l (pdl) implant was removed because the surgeon stated the height of the pdl was too big, limiting the device's ability to move. The device was removed easily and there were no reported device issues. This report is for an unknown pro disc l inferior endplate. This is report 3 of 3 for (B)(4).